Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 2.0, doctor's poc: 1.6, lab: 1.7. Time between finger stick tests and lab: 1 hour therapeutic range: 2-3. Inratio and doctor's poc tests were performed using the same finger. Caller reports milking finger after finger stick, using one finger stick for multiple tests and the sample not being applied immediately after finger stick.

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Further investigation was not possible without add'l info. Although the product was not returned, improper techniques were identified in the complaint and cannot be ruled out as a possible root cause for the unexpected results. Since the product associated with the complaint was not returned, and a lot number was not provided, mfg record review was not performed and further investigation was not possible. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time.